Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the rewind and load squares are highlighted before completion of the steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. Immediately after powering up the up the ezprime screen was accessed. All the squares on the screen were marked as not completed since the pump was just powered on. After completion of each step- rewind, load cart, prime, fill cannula - the squares were all marked as completed. Investigators were unable to duplicate the complaint. Battery cap/cartridge cap were not returned; test caps used to complete testing.